Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and initiated duopa therapy in (B)(6) 2018. On (B)(6) 2019, the patient was hospitalized in the intensive care observational unit for vomiting, suspected hematemesis, and increasing crp values, 9.9 to 17. Gastroscopy did not show the source of bleeding; found intestinal tube to be in the duodenum, which was causing an obstruction. It was concluded that the vomiting was due to ventricle retention because the intestinal tube blocked passage in the duodenum, which was caused by normal gastric peristalsis. On (B)(6) 2019, during hospitalization, the patient experienced a stoma site infection with crp of 146. The patient was treated with intravenous antibiotic, ampicillin 2g four times a day and removal of peg tube. Blood test were repeated on (B)(6) 2020 and revealed no sign of infection. It was reported that the patient has fully recovered on (B)(6) 2020. The patient will receive a new peg insertion at a future date, after infection has resolved.